Event description:
A report was received that the physician suspected an infection at the pocket site. The patient was treated with oral antibiotics, but was later explanted due to the infection and treated with intravenous antibiotics. The symptom of the infection was pus on the pocket site wound. The patient was reportedly doing well post-operatively.

Manufacturer narrative:
The explanted devices will not be returned as they were discarded by the medical facility.